Manufacturer narrative:
The device was received for evaluation. During functional testing, air-in-line alarm was reproduced when attempted to an infusion. A review of event history log revealed air-in-line! Alarm . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed air in line error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.